Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported bad speaker, which was observed through device review. Visual inspection found the cause was a speaker to be loose with the device outputting no audio. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a bad speaker. There was no known patient injury or medical intervention associated with this event. No additional information is available.